Manufacturer narrative:
(B)(4). Evaluation of the incident antenna confirmed the reported event. Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Event description:
The customer reported that during a percutaneous ablation of a liver tumor 3hcc focus, the ablation antenna showed the fault message "temperature alert". The device wouldn't work. A system from another manufacturer was used to complete the procedure after five hours. There was no injury to the patient.